Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that after filling the tubing with 30 units of insulin, customer could not see insulin exit the infusion set tubing. The customer changed out the cartridge and infusion set tubing and still could not see insulin exit after filling the tubing with another 30 units of insulin. There was no impact to customer's blood glucose (bg) level. Tandem technical support (cts) instructed customer to disconnect infusion set tubing and run another fill tubing to see if insulin was exiting the cartridge patient line. Reportedly, insulin was visible. Customer reconnected the infusion set tubing and was able to resume insulin delivery.